Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. However, an unintended connection of the video connector (half plugged in or usage issue) was identified. The device evaluation found the scope mount operation heavy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd camera head had no video displayed when attached to the processor. The video was outputted when another camera head was attached. The issue was found during preparation for a transurethral resection in saline, which was completed using a different camera head without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation and because, the phenomenon was not duplicated, during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.